Event description:
Engineering triggered an investigation based upon failures of the therapy cable attached to the device. Failure of this cable could result in an inability to deliver device defibrillator or pacing therapy to a patient.